Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the stimulation issue had been resolved. Only felt pain with change in body positioning. They reprogrammed to a two electrode program to spread the stimulation. Patient no longer feels pain or discomfort. Believed settings on previous program were too high. Patient was comfortable and will call the rep with any future concerns. Has a few life stressors going on at this time and asked to speak in a month or so to reassess as the patient cannot process more than this life event at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they were having an issue with their stimulator. The patient said they went to their healthcare provider yesterday and the healthcare provider changed some settings but it was not helping. The patient mentioned that the program they were on was pulling on their toe and their toe felt like it was cramping up. The patient also said that certain ways they move or sit it felt like the stimulation was zapping them in their crotch area and it was hurting. The patient's healthcare provider told them to call a manufacturer representative. The agent reviewed therapy adjustment options with patient. The issue was not resolved through troubleshooting. The agent sent an email to the local reps as patient had already contacted their doctor but was not given any instructions.